Manufacturer narrative:
On january 06, 2026, the mentor analysis lab received the suspect medical device for evaluation. On january 08, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection, microscopic examination and shell thickness measurement of the device. Visual analysis of the returned device revealed that the breast implant had a crease/fold from the anterior view extending to the posterior view. In addition, a tear within the crease/fold was observed on the anterior view, measuring approximately 1.1 cm. Additionally, an area of missing material was noted on the anterior view measuring approximately 1.5 cm x 2.1 cm and the device was received without the valve. The tubing was received with the breast implant. Microscopic examination was performed and the cause of the missing material could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. The evaluation determined that the possible cause of the tear is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Although no conclusion could be reached on the cause of the missing material, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during a physical exam with a medical professional. As a result, the patient was scheduled for breast implant removal on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 19, 2025, mentor was notified that the patient underwent bilateral exchange with mentor gel implants during the revision surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2025, mentor received the following additional information: ultrasound imaging was performed and bilaterally deflated implants were identified. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. The patient's explantation date was updated. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).